Manufacturer narrative:
Results: crimped tubing.

Event description:
The customer reported an inhalation autozero test failure during power on self test. The ventilator was not in use on a patient, therefore there was no patient involvement or harm. An autozeroing failure may affect the accuracy of the system pressure measurement. The manufacturer's service technician was able to duplicate the customer reported problem. The service technician rerouted pressure tubing due to possible crimping and replaced the mmi pcb board to complete the service. Performance verification and final applicable testing was completed and tests passed per operating specifications.